Event description:
I bought the medwatch pro the end of (B)(6) 2022. I first wore it on my right arm. Within the first two weeks I noticed my skin was reacting to the watchband. I tried contacting the company and I never got a response. By the end of 2 weeks I had scars on my wrist. Tried the other wrist to see maybe it was just the placement. Wrote again. No response. Well, I now have scars on both wrists and have to carry the watch in my pocket. They now offer a steel band I could purchase but honestly, I think they should just give me one since I did report my issue to them and was ignored. I have never reacted to anything like this before in my life and I am (B)(6) !